Event description:
Event description cpi received information that this endotak transvenous defibrillation lead had micro dislodgment. The shocking portion remains active, the rate sensor was capped and a new rate sensing lead was implanted.